Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 319 error was confirmed and replicated. In artemis, the 319 error was found indicating a communication fault on the usm acc, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the acc, replicating the reported event. The usm was then installed onto a pftp where check all boards test was found to be failing on the acc. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop was found be the root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to optical transmission defect of the usm.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer encountered reoccurring errors 319 on the universal surgical manipulator 2 (usm2). The technical service engineer (tse) viewed the system logs and confirmed the reported error. The tse then walked the customer through a hard power cycle on the system but the error remained. The customer was unable to continue the procedure with three usms and stated that they were going to connect a spare patient side cart to the system. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located on the usm.

Event description:
Refer to h11 for follow-up information.